Manufacturer narrative:
The customer acknowledged they had received the zoll recall notification letter on jan 20, 2023. The reported complaint that the autopulse li-ion battery (sn (B)(6)) doesn`t power on an autopulse platform, charge, or recondition was not confirmed during functional testing and archive data review. No device malfunction was observed during testing, and the battery functioned as intended. Upon visual inspection, no physical damage was observed, and the status leds of the battery showed one amber light. The battery archive was downloaded and reviewed. No signicant errors were found in archive. The battery passed charging in a known good autopulse multi-chemistry battery charger (mcc), and the status leds on the battery showed four solid green lights after the successful charging attempt. The battery was able to power the autopulse platform as intended.

Event description:
The customer reported the autopulse li-ion battery (B)(6) doesn`t power on an autopulse platform, charge, or recondition. No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The li-ion battery in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.